Manufacturer narrative:
The certas valve (ID 828801pl) was returned for evaluation. Device history record (DHR) - the product code 828801pl with lot 7464192 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected, and no defect was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to improper handling of the device at the time of investigation no programming issue was noted.

Event description:
N/a

Event description:
A facility reproted a certas valve (ID (B)(6)) was implanted on (B)(6) 2024. Physician was unable to accurately change the setting of the shunt with multiple attempts from multiple programmers and different types of programmers as well (manual & electronic). The patient initially had shuffling of his gait with some improvement post implantation. On (B)(6) 2025, the patient arrived at the hospital with concerns of a seizure and symptoms of unsteadiness, lethargy, dizziness, and lightheadedness. Therefore, the valve was removed and replaced on (B)(6) 2025. The patient was discharged on (B)(6) 2025 and is currently stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect - clinical code1 e0204.